Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the system functioned within specifications. No issues were reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system was tracking the instrument intermittently. The cross-hair would stay red. The site restarted the system which did not resolve the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.